Event description:
It was reported that the compressor was giving error alarms while in use. No more information was provided. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was giving error alarms while in use. There was no patient harm reported. The issue was decided to be reported based on available information as it may have underlying causes, which represent a reportable event. In further process of complaint handling received information indicated that low pressure alarm occurred and compressor with motor was defective. The part has been replaced. Identification of issue has been done by analyzing problem description and service report. The defective part has not been returned to the factory for further evaluation. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).